Event description:
The customer called to report motor error alarms on the insulin pump after being exposed to an MRI scan. Troubleshooting was performed and the insulin pump did not pass the displacement test. The customer was advised to discontinue using the insulin pump and revert to a back-up plan. The customer was advised that the insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error due to an out of phase motor encoder signal.